Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance of greater than 2500 ohms. Fluoroscopy noted the rv lead was fractured. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.